Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, a crease smooth opening assessed to a fold flaw opening and observed two openings striated assessed as to surgical damage. Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device. ¿ white particles observed inside of the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.1, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.